Event description:
It was reported to philips that the system shut down on its own. The procedure was completed on another system. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.